Event description:
It was reported that the patient¿s system was not working. Several different programs had been tried. Impedance testing was done and the device had been reprogrammed. The patient¿s overactive bladder and nocturia had been resolved with the system but the patient still had ¿gushing¿. The patient had a sling previously and the sling moved backwards and the patient that was when the gushing began. The system was going to be revised. The patient was listed as alive with no injury at the time of the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient had not had the revision yet. It was coming up in the next week or 2 and the patient was trying to get on the schedule. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ccca, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was revised and no malfunctions were noted. There was nothing available for return. The patient appeared to be receiving effective therapy at this time.